Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that transient oversensing and possible electromagnetic interference was observed on the patient's right atrial (ra) lead. The lead remains active and implanted. No patient complications have been reported as a result of this event.